Manufacturer narrative:
At this time there is no additional information available. The clinic is self supporting and it is likely that the sales representative will not be contacted for the consult or the revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the patient was brought in for a revision procedure to address the out of range shock impedances. The pocket was reopened and a loose connection was discovered with the proximal df-1 terminal pin. The setscrew was fully engaged, however the terminal pin was not fully inserted into the device header. There appeared to be intermittent contact that was not visible on an x-ray that was taken. The physician was able to pull the terminal pin out of the device header without disengaging the setscrew. The lead was reinserted and successfully reconnected. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. The local area sales representative was contacted and indicated that the clinic was aware of the issue and planned to bring the patient in for a lead revision consult. No adverse patient effects were reported.